Manufacturer narrative:
Chiaro has conducted a literature review ((B)(4)) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. Customer has requested a refund, which will be granted on the return of product. Product return has been requested, however, it has not been returned to date. If product is returned and investigation provides further information, a follow up report will be sent.

Event description:
Customer reported on (B)(6) 2024 from the us that the elvie double pump caused mastitis. The customer alleged that the pump was not removing enough milk, which led to mastitis. Customer was seen by a healthcare professional (lactation consultant) and was prescribed antibioticsfor 10 days.